Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type catheter. Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2014 product type pump device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the catheter was implanted at a sub-optimal site. The catheter was moved down, and the patient was doing well. The issue had been resolved. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-nov-13 from the representative reported the physician usually implanted the catheters at that level, but the therapy results were sub-optimal. They then decided to revise the catheter.

Manufacturer narrative:
Event date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the patient was having a catheter revision to lower the catheter tip as the representative believed there was a problem with the patient not reaching efficacy/therapy issue. It was unknown if a catheter event had been confirmed. The representative did not think there were any pump issues. No further patient complications were reported.

Manufacturer narrative:
Device code c63043 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-nov-29 from saol therapeutics reported on 2017 (B)(6), it was learned that the catheter tip was in fact implanted at the optimal site at the initial implant. However, subsequent to this, the patient had a surgical fusion of the spine to address progressive deformity of spinal alignment. The patient¿s deformity progressed at the levels above the spinal fusion. As a result, the patient¿s spinal alignment became kyphosed at the same level as the tip of his catheter. It was presumed that the catheter was being partially obstructed by now being pushed up against the thecal sac, rather than being free-floating in the intrathecal space. The patient did have an improvement in his response to therapy after the catheter was repositioned. The physician believed that the suboptimal response to intrathecal baclofen was disease related (to a secondary disease - progressive spinal deformity) and could not have been foreseen or prevented at the time of his initial placement of the pump or the subsequent programming of the pump.